Event description:
Complainant alleged that during training by a zoll medical sales rep, the device displayed a "defib fault 72" and a "pacer fault 116" message. Complainant indicated that there was no pt involvement in the reported malfunction.